Manufacturer narrative:
An investigation of the flu a and sars-cov-2 targets of alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403 and 527602 was performed. Customer data review: the review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403, and 527602 are performing as expected for the flu a and sars-cov-2 targets. The reported samples are near or close to limit of detection (lod). Therefore, the results may not be reproducible. Different platforms may have different sensitivity therefore if the reported sample is near or close to lod, the result may not be reproducible. Quality data review: review of the manufacturing packet for the alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403, and 527602 did not identify any issues which could result in the reported complaint for the flu a and sars-cov-2 targets. CAPA review: a CAPA review of alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403, and 527602 did not identify any issues which could result in the reported complaint for the flu a and sars-cov-2 targets. Complaint history review: no records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint for the flu a and sars-cov-2 targets. Based on the results of the investigation, a product deficiency for the flu a and sars-cov-2 targets of alinity m resp-4-plex amp kit (list 09n79-090) lots 525460, 526393, 526483, 527403 and 527602 was not identified. Although complaint investigation has been tied to confirmation action (B)(4), the reported discrepant result on (B)(6) 2022 was not related to a confirmed deficiency.

Event description:
On (B)(6)2022, sid (B)(6) generated false positive results for the cov2 target. The sample was repeated and resulted negative on another technology. Laboratory also runs liat, roche, palex and genexpert. The false positive results were not reported outside of the laboratory. There was no reported impact to patient management. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number. The following mdrs are being submitted in association with this observation: 3005248192-2022-00804 3005248192-2022-00805 3005248192-2022-00806 3005248192-2022-00807 3005248192-2022-00808 3005248192-2022-00809 3005248192-2022-00810 3005248192-2022-00811 3005248192-2022-00812 3005248192-2022-00813 3005248192-2022-00814 3005248192-2022-00815 3005248192-2022-00816 3005248192-2022-00817 3005248192-2022-00818 3005248192-2022-00819 3005248192-2022-00820 3005248192-2022-00821 3005248192-2022-00822 3005248192-2022-00823 3005248192-2022-00824 3005248192-2022-00825 3005248192-2022-00826 3005248192-2022-00827 3005248192-2022-00828 3005248192-2022-00829 3005248192-2022-00830 3005248192-2022-00831 3005248192-2022-00832 3005248192-2022-00833 3005248192-2022-00834 3005248192-2022-00835 3005248192-2022-00836 3005248192-2022-00837 3005248192-2022-00838 3005248192-2022-00839 3005248192-2022-00840 3005248192-2022-00841 3005248192-2022-00842 3005248192-2022-00843 3005248192-2022-00844 3005248192-2022-00845 3005248192-2022-00846 3005248192-2022-00847 3005248192-2022-00848 3005248192-2022-00849 3005248192-2022-00850 3005248192-2022-00851 3005248192-2022-00852 3005248192-2022-00853 3005248192-2022-00854 3005248192-2022-00855 3005248192-2022-00856 3005248192-2022-00857 3005248192-2022-00858 3005248192-2022-00859 3005248192-2022-00860 3005248192-2022-00861 3005248192-2022-00862 3005248192-2022-00863 3005248192-2022-00864 3005248192-2022-00865 3005248192-2022-00866 3005248192-2022-00867 3005248192-2022-00868 3005248192-2022-00869 3005248192-2022-00870 3005248192-2022-00871 3005248192-2022-00872 3005248192-2022-00873 3005248192-2022-00875 3005248192-2022-00876 3005248192-2022-00877.